Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, when the site was on register screen the navigation system reverted back to opening start up screen after being in register screen for 5-10 minutes. There was no patient present at the time of the issue.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced to restore functionality. It was noted that the application software could not be upgraded during computer installation. The system then passed the system checkout and was found to be fully functional. The suspected computer was returned to the manufacturer for analysis. Analysis found unable to replicate the issue. Analysis found that the reported event was not related to a computer component issue.